Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the date did not change from (B)(6) 2013 to (B)(6)2014. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:a review of the black box showed a manual time/date setting change from (B)(6) 2013 1:12 pm to (B)(6) 2014 1:12 pm. The pump was exercised for 24 hours with no time change. The time and date was set to (B)(6) 2013 11:59 pm and then correctly switched to (B)(6) 2014 12:00 am one minute later. The pump passed a time keeping accuracy test. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.